Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro bipolar cord was not working properly as it did not deliver energy. A replacement vasoview 6 pro was used to complete the procedure. The hospital did not report any pt effects as there was no pt involvement with the suspect device. The hospital intends to return the procedure in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).